Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional pro-code: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, during a intra-op case while utilizing the compression device in our ans tna parapatellar set, the compression device would not disengage from the connecting screw. The surgeon proceeded to remove the two devices together as a unit and subsequently thread in a new connecting screw from the tray. Maybe a 10 second delay or addition to surgical time. However, we sterile processing reported that the compression device and connecting screw were still completely threaded together and as such, left out of our instrument set. They tried soaking the instruments to loosen them, clamping them to get better torque for disengagement, etc. To no avail. The lot #s is not available as the compression device is still inside and thus not visible, the connecting screw that had some sort of clamp on it during the attempt to disengage sustained damage which skews the visibility of the lot #. Patient consequences or surgery results are unknown. This complaint involves two (2) devices. This report is for one (1) connecting screw/ cannulated medium. This is report 2 of 2 for complaint (B)(4).